Event description:
It was reported to vyaire medical that the avea ventilator is having a low ve (minute ventilation) alarms while on a patient. The customer confirmed that there is no patient harm associated with this reported event.

Manufacturer narrative:
H3: 81 other ¿ the suspect device was not returned for further evaluation. Therefore, root cause was not determined. However, the user stated that the unit passes the extended systems test (est), but then auto cycles when placed in ventilation mode. The user had replaced all external components as well as the entire exhalation corner, and it was recommended that the gde (gas delivery engine) be replaced. Part number and price are provided. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not returned.